Manufacturer narrative:
An initial inspection of the returned pad-pak revealed significant evidence of corrosion on the enclosure screws and usb connectors. This would indicate the user was storing the pad device in adverse environmental conditions. The inspection also revealed that the pogo-pin was sheared off and not "stuck in the device" as reported by the user. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because of damage to the battery terminal pogo pin. A device in this fault mode could result in the failure of the device to connect to the pad pak (battery) and if left undetected could result in the failure of the device to perform as intended if required.